Manufacturer narrative:
The probable cause of the failure was attributed to worn bearings causing friction in the device and generating heat.

Event description:
The core impaction drill was sent in for eval due to overheating during a procedure. The procedure was completed with a replacement device without any procedure delay. No adverse event was associated with the device.